Event description:
Information was received that the gage is not working and front membrane is lifted on a smiths medical pneupac parapac plus ventilator. No adverse effects were reported.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to have a damaged faceplate. Device underwent functional testing by connecting to the patient's circuit and oxygen supply. The customer reported the gauge was not working; this could not be replicated. The face plate was noted to be lifted at the top right corner, confirming the customer complaint. The problem source of the damage to the faceplate was found to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
On 12-aug-2019 customer response email received stating that the incident occurred during a routine equipment test, no patient involvement.

Event description:
On 12-aug-2019 customer response email received stating that the incident occurred during a routine equipment test, no patient involvement.